Event description:
The recipient is reportedly experiencing non-auditory sensations. Programming adjustments were made, however, the issue did not resolve. The recipient was advised to cease device use.

Manufacturer narrative:
Additional information: section d.7. Advanced bionics considers the investigation into this reportable event as closed. The recipient will not be explanted at this time. The recipient will remain a non-user of the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.